Event description:
On (B)(6) 2009, the pt reported that both the up and down buttons of the infusion device are defective and function intermittently. She first noticed this 2 months ago. The infusion device has not been dropped or exposed to water. No physiological effects were reported. The pt switched to her backup infusion device. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.